Event description:
It was further reported that the patient's post-operative course was complicated by ventricular tachycardia (vt) which was treated with lidocaine and amiodarone and eventually required cardioversion and ventricular tachycardia (vt) ablation. The patient's hospital course was complicated by radial artery thrombosis, acute kidney injury (aki) on chronic kidney disease (ckd) requiring continuous renal replacement therapy (crrt), ventilator dependent respiratory failure, sepsis, and pneumonia. In the early postoperative period, the patient was found to have an acute radial artery occlusion for which vascular surgery was consulted. Their doppler exam had mildly improved in 24 hours following the initiation of low dose heparin infusion. Vascular felt given the patient's overall low flow state and inability to fully heparinize, radial thrombectomy would not be a durable intervention and risks likely outweigh benefit of surgery. The patient continued to have increasing pain and on (B)(6) 2023 and underwent a thrombectomy with vascular surgery with increased perfusion to right hand. Throughout the intensive care unit (ICU) course, the patient required a right ventricular assist device (rvad) circuit exchange on (B)(6) 2024; they were supported with inotropic medication and an inhaled pulmonary vasodilator and was weaned off the rvad support. The oxygenator was removed (B)(6) 2024 and rvad decannulation was performed on (B)(6) 2024. Immediately post-op, patient with frequent vt requiring amiodarone, lidocaine and esmolol infusions. The patient was without acute arrhythmia events until (B)(6) 2024 where they had a polymorphic vt vs ventricular fibrillation (vf) where the patient remained neurologically intact and hemodynamically stable, with vad flows seemingly unaffected and patient was again bolused with amiodarone and lidocaine and subsequently started on infusions without success and was therefore defibrillated once with return to sinus rhythm. This again occurred a few hours after and once again shocked. The patient's electrolytes were repleted and epinephrine was further weaned. On (B)(6) 2024, the patient continued to have frequent episodes of vt requiring defibrillation and was re-intubated, paralyzed and sedated without improvement. On (B)(6) 2024, transesophageal echocardiography (tee) showed the right ventricle (rv) to be severely depressed. In addition, it also showed thrombus in the left atrial appendage (laa) and sinus of valsalva. The patient was switched back to heparin given serotonin-release assay (sra) had previously resulted negative. Re-cannulation of the percutaneous rvad on the evening of (B)(6) 2024 was proceeded with. Immediately following this, the patient continued to require defibrillation 18 times, conversion rhythm was sinus rhythm in the 60's, began ventricular pacing at 60 with improvement of vt. Electrophysiology (ep) was evaluated on (B)(6) 2024 and given epicardial wires intermittently losing capture and requiring a high ma, they went for a more durable wire and external device. After pacemaker placement was weaned off paralytic on (B)(6) 2024 and weaned off propofol on (B)(6) 2024. The patient had no arrhythmic episodes on (B)(6) 2024, however, on (B)(6) 2024, they had a recurrence. The patient had two occurrences of vt/vf during the day requiring approximately 10 defibrillation shocks. Ultimately at that time, it was decided to paralysis and sedate the patient again. The vt/vf occurrences increased around 19:00 on (B)(6) 2024 with multiple episodes an hour from 19:00-01:00. During this time, flows on left ventricular assist device (lvad) and rvad remained stable despite the arrhythmic episodes. They continued to ventricle-pace the patent between 90-110 beats per minute (bpm) in between defibrillation shocks. The ep provider, heart and vascular ICU attending, and computed tomography (CT) surgery attending were all made aware of patient's acute change. Ultimately, it was decided to trial procainamide and amiodarone glucose tolerance test (gtt) was discontinued after procainamide bolus was given and procainamide gtt started. Vt/vf was less frequent after starting procainamide; however, the patient did have more two episodes throughout the night. The patient received a total of 55 shocks from 19:00 on (B)(6) 2024 until around 01:00 on (B)(6) 2024 for vt/vf. The patient's electrolytes were continuous repleted throughout the evening. The patient had one more episode of vt in the early morning of (B)(6) 2024, that converted back to pacing after one external defibrillation. The patient underwent ventricular ablation for vt with ep on (B)(6) 2024. Procainamide and lidocaine were stopped on (B)(6) 2024 after procedure. The patient's intrinsic rhythm was sinus ranging from 60-70 bpm after procedure. External pacing wire was removed on (B)(6) 2024. In the early morning of (B)(6) 2024, flows on rvad oxygenator started to drop and delta p values increased. Lvad flows remained fairly stable at this time. The CT surgery team was made aware, and it was decided to do a circuit exchange on (B)(6) 2024 in the evening with improvement of flows. Due to prolonged course on ventilator and deconditioning decided to proceed with tracheostomy which was completed in a step wise approach on (B)(6) 2024. At this time, the patient was noted to have an intermittently increased pressor and 02 requirement, their secretions were also noted to be increased. The patient was pan cultured on (B)(6) 2024 and started on broad spectrum antibiotics, those cultures were positive for proteus in the sputum and 2 out of 4 vials were positive for staphylococcus epidermis. Central line was replaced and the transvenous pacer was removed. The patient was maintained on a course of ceftriaxone and vancomycin. Pan CT scan on (B)(6) 2024 showed diffuse bilateral groundglass and consolidative opacification of the bilateral lungs and moderate bilateral pleural effusions, most likely reflecting pulmonary edema. Concurrent pneumonia was not excluded. On (B)(6) 2024, purulent drainage was noted from the subglottic suction and around the tracheostomy site. On re-read of the CT scan, an 18 mm pre-tracheal abscess was noted. General surgery was re-engaged and performed an incision and drainage (I&d) - due to ongoing sepsis and concern for this source antibiotics were broadened to include cefepime and flagyl. Cultures from the I&d grew back proteus, lactobacillus and candida albicans - antibiotics changes to unasyn and caspofungin. The patient progressed on the vent to pressure support and trach collar trials. Vascular was also re-engaged on (B)(6) 2024 due to concern for worsening ischemia of the right upper extremity (thumb dusky), also noted to have decreased doppler blood pressure (bp) on that side. All doppler signals present and they recommended to continue anticoagulation and decrease pressor requirement. Postop course complicated by heavy clot burden with thrombus in right internal jugular (rij) and left internal jugular (lij), left atrial appendage, inferior vena cava (ivc), sinus of valsalva, right innominate vein, axillary thrombus, and multiple subacute supraventricular tachycardia (svt) thrombi. The patient had been treated with systemic anticoagulation with heparin or throughout the ICU course. Rvad and oxygenator flow and settings weaned and after over 48 hours on minimal settings the rvad was removed on (B)(6) 2024. Transthoracic echocardiogram (tte) was repeated on (B)(6) 2024 and showed left ventricle (lv) ejection fraction (ef) of 30%, rv moderately dilated moderately depressed however with worsening function on repeat tte (B)(6) 2024 with lv ef 20% and rv severely dilated and decreased function. There appeared to be a clot present in the inferior vena cava. On post-decannulation vascular studies there was no evidence of deep vein thrombosis (dvt) in the lower extremities. Upper extremities showed subacute localized non occlusive deep vein thrombosis noted in the right axillary vein and an incidental finding of non-occlusive arterial thrombus in the right mid radial artery. There was also arterial thrombus noted in the left mid radial artery involving an arterial line, however it was seen to be occlusive. Arterial duplex on (B)(6) 2024 showed mid through distal radial artery appears occluded but distal peripheral vascular exam was intact. The patient was pan scanned on (B)(6) 2024 due to the rising white blood cells (wbc) and fever with no significant findings of any collections or source of infection. Urinalysis (ua) and blood cultures were negative. Respiratory culture grew few yeasts. On (B)(6) 2024, the patient was started on caspofungin, cefepime and vancomycin and was with worsening hypotension requiring increased pressor doses to maintain mean arterial pressure (map) goal. The patient completed course of caspofungin on (B)(6) 2024, cefepime and vancomycin. Despite completing antibiotic and antifungal course, the patient continued to be intermittently febrile. Repeat respiratory and urine cultures were negative. Procalcitonin remained not elevated. Repeat blood cultures were negative. The patient was ultimately restarted on vancomycin and cefepime on (B)(6) 2024 and vancomycin was discontinued on (B)(6) 2024 secondary to negative methicillin-resistant staphylococcus aureus (mrsa) swab. Cefepime was discontinued (B)(6) 2024. The patient was started on hydrocortisone with concern for shock on (B)(6) 2024 and tapered off on (B)(6) 2024. On (B)(6) 2024, the patient was re-cultured and started on vancomycin and zosyn (piperacillin / tazobactam) due to worsening leukocytosis and increasing pressor requirement. The central line was exchanged at that time. ICU course was further complicated with aki and volume overload requiring crrt initiated (B)(6) 2024. Aki was possibly secondary to shock and cardio-renal syndrome (improved with aggressive diuresis). The patient developed heparin induced thrombocytopenia (hit) requiring anticoagulation with bivalirudin (sra eventually resulted negative). The patient continued to have fevers of unknown origin. Milrinone was discontinued in lieu of hypotension and increased epinephrine, placed on broad spectrum antibiotics for prolonged period of time. The patient's cultures, including driveline cultures remained negative without any identifiable source. In the absence of meaningful progress, patient and family decided to make him do not resuscitate (dnr). On (B)(6) 2024 it was discussed with the patient and family to let wishes known to continue with comfort care measures. On (B)(6) 2024, the patient reiterated wishes by mouthing words, "wish to continue with comfort measures". The patient passed away due to right ventricular failure and no device related issue caused or contributed to the right heart failure. The right heart failure existed prior to the lvad implant. The outcome was not device related, as the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined. The submitted log files were reviewed and found intermittent low flow alarms on (B)(6) 2024. The system appeared to be operating as intended at the fixed speed, and there were no other notable alarms active in the log files. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, localized infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia, thromboembolism, and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section outlines indications of thrombus, as well as how to respond to such events, and provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intractable ventricular tachycardia (vt) with possible suction events. Log files contained various set speed changes, low flow estimates, low flow hazard events, and pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms that were reportedly in the setting of ventricular tachycardia; however, a specific cause for this finding could not be conclusively determined. The patient experienced intractable ventricular tachycardia with possible suction events. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. Intermittent low flow alarms were captured on (B)(6) 2024. Pulsatility index (pi) values varied during the low flow events. Intermittent pi events were also captured. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.